Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) discussed if therapy had been programmed on, this could have impacted the rhythm ID decision. It was noted impedance measurements were in range. Ts suspected the noise could be myopotential related. Ts recommended to continue to monitor. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.